Manufacturer narrative:
There is an instruction that states, "burns can occur regardless of control setting, check skin under pad frequently" and consumer failed to perform that instruction. Product has not been returned.

Event description:
Consumer is alleging that he was using a heating pad on his leg and received a burn.